Event description:
The customer observed falsely depressed sodium results on the architect c8000 analyzer. The following data was provided: initial 114, repeat 139 mmol/l. Patient had historical results of 135, 145, 141 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The lower waste manifold (tbg, lc lower waste man, part number 7-93357-01) was partially clogged and field service performed extensive troubleshooting which included cleaning the lc lower waste manifold. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.